Event description:
Hcp reported programming error occurred during a drug concentration change and bridge bolus programming session during a pump refill. The hcp mistakenly entered the old drug concentration into the programmer data field titled "old drug desired dose/day," which significantly changed the duration of the delivery of the old drug concentration. The error was noticed immediately after the pump was programmed, and the hcp called MFR's technical services for assistance with reprogramming the intended drug concentration/dose info and bridge bolus. All the programming was verified for accuracy within minutes of the programming error therefore, the pt was not affected by the changes to drug infusion therapy. Specific patient identifiers, implanted device or drug info were not reported. If further info is rec'd associated wtih this event a follow up report will be sent.